Event description:
Additional information received indicated the rv lead insulation was damaged. It was noted that the mode of discovery of the insulation damage is not known. The rv lead was explanted. The patient was stable post procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was sensing noise. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure. Further information was requested but not provided.

Manufacturer narrative:
The reported event of lead noise and insulation damage were not confirmed. And the reported event of insulation damage was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination found the lead body insulation damage at 25.0 cm from the distal tip consistent with procedural damage. The etfe coating of the ring electrode was abraded at this location. Right ventricular and superior vena cava cables were also damage consistent with procedural damage. Due to the procedural damage internal shorting between the ring electrode and superior vena cava shock coil was found. All damage found is consistent with that occurring at procedure. Electrical testing did not find indication of conductor fractures.